Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer stated that the insulin pump received low battery alert prior to replace battery alarm. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version = 2.9d retainer ring = clear customer returned pump for an alleged low battery alert found on (B)(6) 2021. Pump was coded for cosmetic. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review of the pump history found no power loss alarm on the event date of (B)(6) 2021. The following were noted during visual inspection: battery tube threads - cracked, cracked reservoir tube lip, cracked case-corner of belt clip rails, pillowing keypad overlay, partially detached retainer. In summary, pump passed required testing. Customer alleged for low battery alert was not confirmed. Cosmetic damage confirmed with battery tube threads - cracked, cracked reservoir tube lip, cracked case-corner of belt clip rails, pillowing keypad overlay, partially detached retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.